Manufacturer narrative:
(B)(4)

Event description:
It was reported that a asymptomatic patient presented with episodes of ams due to emi. Noise on the atrial channel inhibiting pacing was also observed. Probable cause of the noise is patient's lvad. Programming changes were recommended.